Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the distal cover did not stay on the distal end of the scope. The issue occurred before an unspecified procedure, which was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for inspection. A root cause could not be identified. Remote troubleshooting was unable to solve the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No new information received from the customer.